Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the leadless implantable pulse generator (ipg) was not pacing properly and exhibited no capture. The device was found to have dislodged. The device was explanted and replaced. No patient complications have been reported as a result of this event.